Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days post implant of this transcatheter bioprosthetic valve; the electrocardiogram (ECG) showed first-degree av block with right bundle branch block (rbbb). The patient had a 3.5 second pause while ambulating. Consequently a permanent pacemaker was implanted with no adverse patient effects. It was reported that the patient has history of atrial fibrillation.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).